Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (value not provided). Multiple attempts were made to follow up with the customer and obtain specific information; however, no additional information was obtained.